Event description:
It was reported by the patient's husband that the patient was experiencing pain. Technical services (ts) noted that it sounded like one of the leads had dislodged. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported by the patient's husband that the patient was experiencing pain. Technical services (ts) noted that it sounded like one of the leads had dislodged. The lead remains in use. No adverse patient effects were reported. Additional information was attempted to be gathered by the field. However, the field was unaware of the event and was unable to provide additional information regarding this event.